Event description:
A report was received from a user facility in (B)(6), indicating that the doctor experienced some difficulty with the flow of the bss during the procedure. According to the report, the filter did not allow air in the bottle causing an irregular flow of bss out of the bottle. As a result, the doctor broke the capsule and had to place the lens in the sulcus. When the patient came back two days later, the lens had fallen backward. The patient will undergo further treatment.

Manufacturer narrative:
Device has been requested for evaluation; however, it has not yet arrived.